Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had power error detected alarm with several replace battery alarms. The customer¿s blood glucose level was 9.6 mmol/l. Customer reports they did not received low battery alert prior to replaced battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected power loss alarms noted during testing. Power error detected due to connector resistance issue. Insulin pump passed displacement test, sleep current measurement and active current measurement. Hardware low level failures alarmed during selftest, problem isolated to keypad assembly.